Event description:
During functional testing at zoll medical's technical service department, the device displayed "pacer disabled" and "defib disabled" messages. There was no pt involvement in the reported malfunction.